Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis, which could have contributed to the reported increase in ldh level and elevated power. (B)(6) was returned assembled with the driveline (dl) cut approximately 10¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned detached from the pump¿s outlet port and the outflow graft attachment was returned attached to the outlet elbow. The outflow graft, outflow graft bend relief, and the bend relief collar were not returned. Evaluation of the inflow conduits and outlet elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of adhered or developed depositions or thrombus formations. Examination of the blood tube/rotor inlet revealed a thrombus formation adhered to the rotor¿s bearing ball. A similar formation was adhered to the inlet bearing cup in the distal side of the inlet stator. The laminated structure of these formations indicates that they developed over an undetermined period of time while (B)(6) was supporting the patient. The two formations were similar in color and structure and were likely a single formation prior to the disassembly of the pump. Although a specific cause for the formation of this thrombus could not be determined, it could have contributed to the reported elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Heartmate ii lvas IFU, rev. C, is also available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07sep2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with rising lactate dehydrogenase levels accompanied by intermittent power spikes due to pump thrombus. A pump exchange was performed and the patient was reportedly stable and in-patient.